Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2267(air and fluid in set) while on the home choice (hc) device during use during dwell 1. The home patient (hp) stated that the supply bag became disconnected and the hp reconnected. The baxter technical representative (tsr) had the hp cycle power on hc and end therapy. The tsr advised the hp to start over with new supplies. The tsr advised the hp to contact the registered nurse (rn) regarding possible exposure to unsterile air. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2267 was confirmed. The cause was determined to be disconnected disposable tubing, which is a use error that can lead to contamination and/or air to be delivered into the peritoneal cavity. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.